Event description:
The clinician reported that, following extubation of the pt, he hit the "end case" button in an effort to suspend the apnea alarm. This action turns the machine off and discontinues the flow of oxygen. The clinician explained that he 'forgot that the "end case" button on the avance machines functionally turns the machine off". There was reportedly a brief period of hypoxemia (spo2 reading of 70%) with obvious cyanosis. Resuscitative measures were taken. There was no reported pt injury. There is no allegation of equipment malfunction. The reported event is a result of a use error.

Manufacturer narrative:
Information has been requested from the hospital and has not yet been provided. Device manufacture date will be provided once the serial number is known.